Event description:
Adherant clot catheter inserted into clotted a-v fistula gortex graft by surgeon. Device could not be pulled back. A second harder pull and portion of brachial artery was avulsed. Device had to be surgically extracted from pt.